Event description:
A malfunction was reported on the pump by the caller, who noted no significant events occurring prior to the malfunction. There was no adverse impact on the customer's blood glucose level. Despite multiple occurrences of the malfunction, the customer had not reset the pump. Technical support confirmed the warranty status and arranged to replace the pump with an updated software version. Additionally, the customer was advised on the steps for storing the current pump and understood the process for returning it. Customer will continue to use current pump for insulin therapy.